Manufacturer narrative:
E1: initial reporter address 1: (B)(6). The device was returned for analysis. Visual and microscopic inspection revealed the imaging core was kinked and the imaging window was detached. The imaging window was not return for the analysis. An impedance testing showed an electrical open at the proximal end of the catheter between 130-140 cm. Visual inspection revealed there was no imaging core windup within the telescope section and the sheath section of the device.

Event description:
Reportable based on device analysis completed on 01mar2024. It was reported that visualization issues and crossing difficulty occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely vessel. The opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the image was lost due to shaft slack that was caught on a calcified lesion. The procedure was completed with another of same device. There was no injury to the patient. However, device analysis revealed the imaging window was detached.